Manufacturer narrative:
Result: malfunctioning cpu board.

Event description:
It was reported by service report that the cpu was malfunctioning. No patient involvement or adverse consequences were reported.